Event description:
National complaint coordinator reported overinfusion on 2 devices during patient use. The devices were filled with 70ml of 5-fu and 160ml of normal saline for a total fill volume of 230ml. The actual flow rate was 230ml/42hr. The expected duration was 46 hours. The devices were not used prior to the reported incident. Infusion was through an intravenous injection. The flow restrictors of the devices were at the same height as the infusors. There were no reports of injury or medical intervention related to the reported condition.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 16, 2007. The devices involved in this incident have been requested for evaluation. Should the devices be returned, evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of the product lot has been conducted, which revealed no evidence of defects related to the reported condition during inspection, testing and manufacturing of the product lot. The lot in question met the acceptance criteria for release.